Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a drill bit broke during surgery. This report is 1 of 1 for (B)(4).